Event description:
Per the clinic, the patient experienced unspecified pain and headaches with and without device use. The issue could not be resolved, leading to device non-use. The implanted device remains.there are plans to explant the device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. There are no plans for reimplantation at the time of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.